Event description:
Epidural baxter pump, "upstream occlusion alarm". Changed tubing x 2, changed epidural pump. Known tubing issues with baxter pump causes delayed treatment of epidural infusion causing increased pain, longer stay in pacu thus greater pt. Cost, staff inefficiency trying to fix mechanical problem.